Event description:
It was reported that in the ICU, the user met with difficulty when advancing the swg into the ars. The user then retracted the swg resulting in the kinking of the wire. As a result, a new kit was opened and used to successfully complete the procedure. A delay was reported, however, there was no reported death or complications to the patient. Two issues occurred with this kit, see MDR 1036844-2014-00130 for the second occurrence.

Manufacturer narrative:
(B)(4).